Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle 5 (ethanol) was not in contact with the corresponding sensor for approximately 3 minute and 33 seconds from 17:22 pm on (B)(6) 2018, which is sufficient time to replace the reagent; and the station properties were reset at 17:26 pm on (B)(6) 2018. A user affirmed in the instrument software that the ethanol concentration in bottle 5 was to be set to the default concentration of 100% at 17:26 pm on (B)(6) 2018. However, the discrepancy between the ethanol concentration measured by the hydrometer of 88% and that calculated by the instrument software of 99.2% indicates that a use error occurred during replacement of this reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 5 (ethanol) with a measured ethanol concentration of 88% and a calculated ethanol concentration of 99.2% was used for the final dehydration step of the "lmc breast run test w/ stirrer on high" protocol started in retort b at 22:00 pm on (B)(6) 2018, from which sub-optimal tissue processing was reported. Although not reported by the complainant, the quality of tissue processing in four (4) additional processing runs would also have been adversely impacted because the reagent in bottle 5 (ethanol) was used for the final dehydration step in each of these protocols. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing reported was a use error, which occurred between 17:22 am and 17:26 am on (B)(6) 2018, as evidenced by the discrepancy between the measured and calculated ethanol concentration in bottle 5. The facts suggest that a user failed to correctly complete manual replacement of the reagent in bottle 5 (ethanol) as detailed in the leica peloris/peloris ll user manual.

Event description:
The leica applications specialist-core histology sw (fss) biosystems received a complaint that tissue samples, which had been processed using a protocol started at 22:00 pm in retort b on (B)(6) 2018, had been "misprocessed". The complainant also reported that the tissue samples processed in retort a had not been affected. The (fss) provided telephone support to the laboratory in association with this complaint. The complainant provided to the fss both the ethanol concentration measured by hydrometer and the ethanol concentration calculated by the instrument software for in bottles 3-10 inclusive. The variance between the measured ethanol concentration and that calculated by the instrument software was acceptable, with the exception of bottle 5, for which the measured ethanol concentration was 88% and the calculated concentration was 99.2%. The fss reviewed the instrument logs and advised that the reagent in bottles 5 (ethanol); 11 (xylene); and 14 (xylene) should be replaced. On 08 may 2018, members of the laboratory staff completed further instrument user training provided by the fss. On 10 may 2018, leica biosystems received information that tissue from all cases which exhibited sub-optimal processing was diagnosable. (This information was received by lbs (B)(4) on 11 may 2018).